Event description:
A customer contacted beckman coulter inc. (Bec) reporting there was a leak coming from the flowcell mixing chamber on the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, glasses and gloves at the time of the incident. No injury or exposure was reported and medical attention was not sought. No patient results were affected by this event.

Manufacturer narrative:
Bec cts (customer technical support) assisted the customer with changing a cut tubing from the mix chamber to a t fitting below the flowcell. This resolved the leak. The root cause for the leak can be attributed to the cut in the tubing from the mix chamber to t fitting. The bec internal identifier for this event is (B)(4).